Event description:
The pt is a (B)(6) year old male who came to the medical center with complaints of headaches for the past 6 days. CT of the brain revealed sdh. Due to the pt's deteriorating condition he was taken to surgery for a craniotomy. The surgeon was using a x-max pneumatic drill to penetrate the skull. A pilot hole is drilled and an instrument referred to as a foot plate is inserted. The purpose of the foot plate is to stop the cutting bit from descending too far. As the surgeon was progressing with the cutting, the tool acted differently. He removed the tool and found the broken foot plate adapter. The size of the broken piece was approximately 5mm x 2mm. The surgery was completed using a 2nd set of equipment and the site was irrigated throughly. A CT scan taken post surgery revealed that the foreign body was still in the base of the skull. The pt required a second procedure on (B)(6) 2015 because of worsening of his sdh. During the second procedure the metallic foreign body was successfully removed.